Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged 4 patients developing a fistulas with subsequent deaths occurring are related to v.a.c.® therapy. There have been multiple unsuccessful attempts to obtain additional information, but no further information has been received at this time. Device labeling, available in print and online, states: contraindications: v.a.c.® therapy is contraindicated for patients with: non-enteric and unexplored fistulas. In certain circumstances, v.a.c.® therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c.® therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c.® therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula. Ensuring dressing integrity. Device labeling, available in print and online, states: 'ensuring dressing integrity'. It is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. 'Maintaining a seal'. Maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: dry the periwound area thoroughly after cleansing. A protective skin barrier. Preparation may be used to prepare the skin for drape application. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On apr 25 2016, kci received the journal article, m. Rao, d. Burke, p.j. Finan, p. M. Sager. The use of vacuum-assisted closure of abdominal wounds: a word of caution, blackwell publishing ltd. Colorectal disease. 2007; 9: 266-268,doi: 10.1111/j.1463-1318-2006.01154.x that reported on a study that was conducted from nov 1 2003 to mar 31 2005 with the aim to examine the clinical outcome of patients in whom v.a.c.® therapy had been used in conjunction with laparostomy. The results found that there were four patients that had developed leakage of the small bowel contents into the abdominal wound cavity because of a formation of an intestinal fistula. These four patients died, all from multi-organ failure during the same hospital admission. The authors reported these patients were severely ill and needed intensive care unit (ICU) management and these patients had multi-organ failure before v.a.c.® therapy was started, intestinal fistulation did not cause their deaths, but it could have been a contributing factor. No additional information is available. There have been several unsuccessful attempts made to obtain the unit type and serial numbers used in the study, therefore, a device evaluation could not be performed.